Event description:
Patient reported being experiencing elevated blood glucose of "hi" on blood glucose meter (generally>500 mg/dl). She indicated that she was admitted into the hospital in 2006 and diagnosed with diabetic ketoacidosis. Patient was treated with insulin drip. She indicated that her blood glucose level did not decrease. Patient was then started on IV push insulin. She reported that the dka lasted for four days. Patient stated that she lost consciousness the fourth day. She indicated that physicians then performed a cat scan and discovered that her gall bladder needed to be removed. Her gall bladder was removed the next day. Her blood glucose level returned to normal. She was released from the hospital the following day. Patient stated that the doctors indicated that the dka was caused by her gall bladder. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.